Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced different high blood glucose. The customer¿s blood glucose level was 259 mg/dl, 230 mg/dl, 300 mg/dl, 288 mg/dl and 435 mg/dl. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.